Event description:
It was reported that during the positioning of the last coil within an aneurysm, a coil loop protruded into the neck. The coil was retracted and in doing so, coil prematurely detached. Manipulations were performed to advance the coil unsuccessfully, the microcatheter backed out of the aneurysm resulting in the proximal end of the coil going into the ica. A stent was used to secure the end of the coil to the wall of the artery successfully. Anti-platelet therapy was administered. Patient information- patient identifier, sex and weight are not available.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the implant detached from the delivery pusher. The implant was not included for evaluation as it remains within the patient. The attachment tether that holds the implant intact with the delivery pusher revealed characteristics of tensile force. The remainder of the delivery pusher was normal in appearance. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. The microcatheter was not returned for evaluation. It is unknown if it was a contributing factor. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed within this build.